Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two weeks post implant the patient came to the emergency department after experiencing nerve stimulation in their shoulder. Upon interrogation, it was noted the right ventricular (rv) lead exhibited high thresholds, undersensing, and possible loss of capture. A chest x-ray was completed and it was determined the rv lead had dislodged into the superior vena cava (svc). The lead was programmed off and the patient was admitted to the hospital. A lead revision will be performed in the future. No further patient complications have been reported as a result of this event.